Event description:
Pump declared an altitude alarm, which led to suspension of insulin delivery. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support instructed the caller to clean the speaker holes and reconnect the cartridge, but insulin delivery could not be resumed. Despite changing the cartridge, the alarm recurred. Consequently, technical support decided to replace the pump and cartridge, and the caller expressed interest in obtaining an out-of-warranty loaner pump.